Event description:
(B)(4). Event occurred in the united states. The patient's mother reported, her son's infusion set tubing separated from the connector piece at two different times. The issue resolved by inserting a new infusion set and resuming insulin. After first detachment, the patient blood glucose level was 189 mg/dl. No further information available.